Event description:
It was reported by remote transmission the patient went to the emergency department with syncopal episodes and loss of capture was observed on the ventricular lead. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)